Event description:
The handheld and flashcard were returned for analysis. Analysis of the handheld was completed on (B)(4) 2014. An analysis was performed on the handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the handheld will not communicate with vns generators. It was reported that troubleshooting performed identified that the problem was with the handheld as the programming wand was functional with another handheld. A new handheld was provided to the physician. The non-functioning handheld is expected to be returned for analysis, but has not been received to date.